Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis observed a cut on the pebax with internal parts exposed. Initially it was reported that during the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was intermittently displaying very high force >80g. Catheter force was zeroed multiple times. Cable was changed out and high force persisted. Catheter was changed out and ablation procedure was completed successfully. There was no patient consequence reported. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-mar-2022 observed a cut on the pebax with reddish-brown material inside and internal parts exposed. The cut on the pebax with internal parts exposed was assessed as MDR reportable. The awareness date for this reportable lab finding was 02-mar-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-jan-2022. The device evaluation was completed on 02-mar-2022. The product involved: smart touch unidirectional sf catheter. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and failure analysis on the returned device. Visual analysis of the returned sample revealed a cut on the pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. Then the returned sample was connected to carto3 system and error 105 was displayed on the screen. For this finding, the screening test was unable to be performed. Therefore, the catheter was dissected on the tip area. Loss of electrical continuity of the black paired wires to the sensor was found. Concluding an internal failure of the sensor. The evaluation determined that the cause of pebax damage failure cannot be established. However, the blood found inside the pebax area may be contributed to the hi error reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual, which was performed for this product: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Manufacturer's reference number: (B)(4).